Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose was 525 mg/dl. A manual correction injection was administered to address elevated bg. Reportedly; the cartridge was changed to address the issue and insulin delivery was resumed.